Event description:
There was a procedure completed in 2004. The silverhawk device was used on the common femoral artery and subsequently developed an aneurysm. The pt was found to have recurrent disease 6 months after the procedure, but chose to postpone treatment due to financial concerns. A CT scan was done recently and showed a 2.5 cm aneurysm. The pt has been referred to surgery for treatment.